Event description:
Patient recently underwent 4-vessel bypass grafting with mitral valve repair on [redacted]. Post procedure, patient had findings consistent with right atrial lead fracture. Patient additionally has had progressive left ventricular dysfunction with a reduction of systolic function from 35% to 40% in [redacted] to 15% recently. Pt is brought to the hybrid operating room for removal of her dual chamber pacing system with upgrade to a resynchronization defibrillator. Pt has class I indications for aicd [implantable cardioverter-defibrillator] support.